Event description:
Upon a routine follow-up on (B)(6) 2013, the physician observed fast battery voltage drop (end of life indicator was reached) since last follow-up visit on (B)(6) 2013, and charge time was over 40s. Preliminary analysis confirmed the reported event. Recommendations were sent: the combination of the battery voltage drop and the charge time > 40s is probably an indication of an ICD issue. The physician should consider a device replacement.

Manufacturer narrative:
(B)(4) 2013: this event concerns a device that was manufactured and used outside the united states. Analysis is pending.